Manufacturer narrative:
A ge rep evaluated the sys and reset a circuit breaker. The sys operates as intended.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.